Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of a damaged cannula tip. Based on the condition of the returned unit and the event description, it is likely that the reported event was caused by contact with an energy instrument that was inserted through the trocar during the procedure. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is the combined initial and final report.

Event description:
Procedure performed: salpingectomy for ectopic pregnancy. Event description: "it was reported that this was a high bmi case with a small working space. Insufflation was fluctuating. Trocar was slightly inside the patient and a [energy instrument] was inside the trocar firing. The trocar melted. Once the issue was discovered the trocar was inspected for any fragmentation. The room confirmed nothing was left in the patient and since the case was 95% completed we finished the case and removed the trocar as soon as possible." Type of intervention: "since the case was 95% completed we finished the case and removed the trocar as soon as possible." Patient status: fine.